Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy . It was reported that the patient's previous device never worked. Agent did not ask about the circumstances that led to the reported issue. The patient received a new implant on (B)(6) 2021. There were no patient complications reported as a result of this event.